Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was able to confirm the reported allegations of mechanical issues and fluid loss due to a hole in the cuff. The identified cuff leak could have caused or contributed to the clinical observations. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual and microscopic analysis of the cuff identified a pinhole fluid leak in the cuff pillow, consistent with wear at a corner of a fold in the component. Inspection of the remainder of the device did not reveal additional damage or irregularities. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient was admitted to the hospital due to the artificial urinary sphincter (aus) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, fluid loss was noted due to a hole identified in the cuff. The cause of the perforation was not identified by the facility. The patient was stable and improved following the intervention.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was admitted to the hospital due to the artificial urinary sphincter (aus) not working properly. Two weeks later, a surgical procedure was performed in which the existing device was removed and replaced. Upon explant, fluid loss was noted due to a hole identified in the cuff. The cause of the hole was not identified by the facility. The patient was stable and improve following the intervention.